Event description:
It was reported that a lower o2 concentration than set was measured by the anesthesia workstation. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the anesthesia workstation ¿ flow-I c20. It was claimed that a lower o2 concentration than set was measured by the anesthesia workstation. The device failed to meet its specifications. It is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the source of the issue was patient cassette. The technician remarked that there was an electrical fault inside the cassette. The device passed all performance tests and could be returned to clinical use. In the complaint investigated herein the decision had been made based on available information (no logs or no information about faulty part), as the initial description - lower o2 concentration than set - might have underlying causes which represent a reportable event e.g. Active oxygen guard non-functioning. In the further process of complaint handling it has been identified, that the issue was related to patient cassette with will not affect ventilation (only measuring purposes). The patient cassette is the center of gas flow in the system. The cassette is connected to the following: fresh gas inlet, volume reflector, manual breathing bag, co2 absorber, pressure transducers, gas evacuation, patient tubing and gas sampling return. As per statement from the technician that there was an electrical fault inside the cassette, the only electrical part of the cassette is expiratory flow transducer which might be the source of the issue. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/23/2015; corrected manufacture date: 11/25/2015. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's reference #: (B)(4).